Event description:
Customer reported visiting the emergency room due to a diabetes-related issue while using the insulin pump and supplies on (B)(6) 2025. During the incident, the lowest recorded blood glucose level was around 66 mg/dl. Cause was unknown. The customer received treatment of IV fluids resolved the issue without any permanent damage. The customer consumed carbohydrates to manage the situation, and a pump system check confirmed the pump was functioning correctly. The customer was released later the same day.